Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: breast implant associated anaplastic large cell lymphoma (bia alcl) confirmed and seroma. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Article citation: xu, peng et al. ¿multiplex cd30/carbonic anhydrase ix lateral flow assay for rapid triage of suspected bia-alcl in peri-implant seroma fluid.¿ aesthetic surgery journal, sjag066. 30 mar. 2026, doi:10.1093/asj/sjag066. Continued e1 e-mail address: (B)(6).

Event description:
Literature review titled "multiplex cd30/carbonic anhydrase ix lateral flow assay for rapid triage of suspected bia-alcl in peri-implant seroma fluid¿ reported "a retrospective cohort of 50 seroma samples (25 pathologically confirmed bia-alcl; 25 benign seromas) was tested". This record is for an unknown side. Device status unknown.